Manufacturer narrative:
The medical center has not yet returned for analysis any impella pump or introducer sheath product. The return is expected. Upon completion of the investigation, a final report will be forthcoming.

Event description:
The medical center had an impella cp placed via the femoral for support of a critical patient. When in the ICU the team observed the access site to be saturated and treated by the infusion of 2 units of blood. Of note the patient was on multiple anticoagulants and had an elevated ptt lab value reported. The pump remained on for successful hemodynamic support for 11 days until care was withdrawn by the family.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient condition was the most likely cause of the access site bleeding with bleeding occurring from multiple sites. The failure mode will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿